Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer confirmed issue was resolved with troubleshooting. There was no patient involvement in this event.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. It was confirmed from the troubleshooting that the image was displayed when the input signal was changed. Indication phenomenon occurred because the connected signal and the indicated signal did not match. This event is described in the user's manual, so the issue occurred due to handling. The instructions for use includes the following statements: 6.1 how to distinguish and cope with anomalies : abnormal content: images do not appear. Cause: the input signal selection button is not set properly. Corrective method: choose an appropriate input terminal with the input selection button on the front panel. 6.1 troubleshooting guide: malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal.

Manufacturer narrative:
Customer called the technical assistance center (tac) for trouble shooting the issue of the device screen not turning on. Tac specialist instructed customer to turn the device off/on to ensure that the olympus logo was coming up. Once that was ensured, the customer was instructed to press display, then port a, and next select sdi 1. With this the image was available and the issue resolved. There was no device malfunction. Device is not returned. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device screen would not come on. There is no reported harm to any patient.